Manufacturer narrative:
It was reported that the tubing broke where it goes through the safety clamp. Received is one used primary set model 2420-0007 lot 20033001. The set was received with traces of medication in the tubing. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the lower fitment (p/n tc10006063) and tubing (p/n tc10011704). Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on the tubing (p/n tc10011704). Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Equipment used (measurement and testing performed on 28aug2020) - optical ram-cnc, eq08204, calibration due date: 5-feb-21 a device history record for model 2420-0007 with lot number 20033001 was performed. The search showed that a total of (B)(4) were built in 1 lot on 02mar2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer's report that the tubing broke where it goes through the safety clamp was confirmed to be a separation at the engagement between the tubing and the lower fitment. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10

Event description:
It was reported that as lvp 20d 2ss cv tubing broke. The following information was provided by the initial reporter: material no.: 2420-0007 batch no.: 20033001. It was reported that the tubing broke where it goes through the safety clamp. Customer response on (B)(6)-2020: in regards to the below questions: 1. The event occurred on (B)(6)-20 2. Lot # (10)20033001 3. No adverse event to the patient. 4. The break is at the point where the tubing goes through the safety clamp. This incident happened on our 3rd floor inpatient unit. 5. Yes, we can package to return and will use the pre-paid label attached.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing broke. The following information was provided by the initial reporter: material no.: 2420-0007, batch no.: 20033001. It was reported that the tubing broke where it goes through the safety clamp. Customer response on 22-jun-2020: in regards to the below questions: the event occurred on (B)(6) 2020. Lot # (10)20033001. No adverse event to the patient. The break is at the point where the tubing goes through the safety clamp. This incident happened on our 3rd floor inpatient unit. Yes, we can package to return and will use the pre-paid label attached.